Event description:
It was reported that during the priming of an excor blood pump a particle in the blood chamber was detected. Used another pump and no delay in procedure. Pump wasn't used on the pt.

Manufacturer narrative:
(B)(4). The particle was identified as polyvinyl chloride (pvc). Pvc is not used at berlin heart; however, pvc is used in the coating process at carmeda. Visual inspections of the blood pump before packaging did not detect the particle. The IFU requires the user to check every blood pump before use and during priming. (B)(4).